Manufacturer narrative:
Product analysis: it was determined at analysis that the external pulse generator encoders assembly turns hard and was mechanically out-of-specification. The upper case was broken. All found defective parts were replaced and all other identified issues were resolved. Passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator was returned for servicing and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.